Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume) and that it was "leaking oxygen". Ventec has made multiple attempts to contact the initial reporter in an effort to obtain clarification about the "leaking oxygen" issue, but no response has been received. There were no reports of patient involvement associated with the reported issue.